Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. The band tubing was broken in two pieces. The band tubing pieces were brittle and had sharp edges. Analysis noted an opening on the band tubing, adjacent to one of the broken ends, also due to the brittle tubing. The damaged port septum had evidence of coring likely to be caused by the use of a coring needle. Analysis noted that the buckle and shell/ring were broken with striations consistent with surgical end cuts to remove the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." In addition, the labeling also addresses the following possible outcome of access port leakage: "caution: when adjusting band volume, use of an inappropriate needle may cause access port leakage and require re-operation to replace the port. Use only lap-band system access port needles. Do not use standard hypodermic needles, as these may cause leaks." "Caution: use of an inappropriate needle may cause access port leakage and require reoperation to replace the port. Do not use standard hypodermic needles as these may cause leaks. Use only lap-band system access port needles."

Event description:
Event reported by health care professional as, "during implanting the lap band snapped." Follow-up findings: the surgery was completed with a back-up device. Follow-up findings: paperwork returned with the device reported "fracture mid-tubing, within abdominal wall/visair." The vg lap-band was replaced with an apl lap-band system. Follow up is in progress to confirm this in an in vivo system leakage (per follow up findings) instead of an event which occurred during implanting as was initially reported.